Manufacturer narrative:
The clinical representative provided the patient with velcro antennas and reviewed proper placement of the antenna with the patient and wife. The clinical representative followed up with the patient and the patient's wife to gain more information on the patient's current status. The patient's wife stated the red spots have faded, the patient is wearing the velcro antennas and has discontinued the use of the belt with the snap antennas. The device is used for the treatment of pain. The waa heat related failure questionnaire was reviewed for potential causes of the reported issue. The cause of skin redness was due to patient non-compliance to the IFU by placing the antenna directly on the skin.

Event description:
Patient reported red spots on their back where the patient was placing the wearable antenna assembly directly on.